Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed long green and white multifilament sutures remained attached to the sewing ring. The sewing ring was damaged, likely during explant. The valve was slightly distorted and the leaflets were in the closed position. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow and outflow. There were large tears and abrasions through the mid-section of the free margin and lunula of the left cusp (lc) due to contact with long suture tails extending out of the lc sewing ring. There were tears and abrasions through the free margin and lunula of the non-coronary outflow rail. There was no visible suture tail attached to the sewing ring adjacent to the right cusp (rc) but the tear and hole in the sewing ring, in line with the tear, suggests suture tail contact. The start of dehiscence was seen on the left right commissure. The left non-coronary and right non-coronary commissures were intact. Glistening off-white pannus re mained attached to the sewing ring on the inflow, covering the tissue and base stitching adjacent to all cusps, into all inferior coaptive areas, and 1 to 5 mm onto all cusps reducing the inflow orifice area. There were remnants of pannus lining the sewing ring on the outflow, onto the outflow rails adjacent to the left cusp. An unknown amount of pannus appeared to have been removed during explant. Radiology revealed focal calcification on the host tissue along the right cusp (rc) outflow rail. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth with minimal calcification. These findings are generally considered a patient-related condition. Based on the received information and analysis of the returned device, the clinical observation was confirmed. The probable cause of the tear is the valve accidentally coming in contact with a sharp suture tail contact. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years 3 months post implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a non-medtronic device. The reason for replacement was due to tears found on all cusps, perforation of one cusp and paravalvular leak (pvl) in the height of the right coronary artery in the size of 2-3 mm. No additional adverse patient effects were reported.